Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button works intermittently when the customer presses the button with significant pressure. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 116 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.